Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display would go blank randomly and that the device did not recognize new batteries. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly and no blank display or display anomaly was noted during testing. No damage inside the pump was noted. The pump functioned properly during functional checks, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating currents measurements were normal. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip.